Event description:
Per the clinic, the patient experienced an extrusion of the electrode array into array into the auditory canal. Subsequently, the patient underwent revision surgery (date not reported) to reposition the electrode array. The implanted device remains insitu.